Event description:
While providing skills lab training on patient transfer and positioning equipment the zero lift coach attempted to turn on a portable hovermat mattress blower. The ac switch on the blower assembly broke apart and emitted sparks. The lift coach unplugged the blow form ac power and removed the blower from service and returned to bme for evaluation.